Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for stone removal, the physician used a cook memory hard wire basket. It was reported that upon removing the stone, and from the scope it was noticed that one of the wires was broken. The procedure was completed by using this device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag and red biohazard bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted with the broken basket wire remaining outside of the catheter. The basket had 1 broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to be fully advanced and retracted with the broken wire remaining outside the tubing. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No parts of the device appear to be missing. A kink was noted in the drive wire 82.5cm distal to the handle. A clear substance was noted within the catheter. No other anomalies were detected. A lab meeting was held with production and manufacturing engineering on 13aug2024. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.